Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubies not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 4 multiple cubies were failed to detect on bus and required maintenance. The field service engineer (fse) had the customer log in and confirmed the failures related to storage space recovery. The fse pulled the station out from its installed position and removed the back panel to access internal components. Upon inspection, the fse examined the light-emitting diodes (leds) on the module controller board for signs of malfunction. The station was powered off, and the module controller board was removed and replaced. The drawer was then reassembled, and the station was powered back on. Additionally, the fse removed physical obstructions from the back panel area. Final functionality was verified by running tests using the hardware test application (hta), confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer cubies not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.